Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump alarmed compromised forced sensor system. The blood glucose reading was 110 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the basic occlusion test due to a loose and flush motor support disk. The prime test could not be performed due to the alarms. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, minor scratches on the display window, a missing end cap sticker, a broken reservoir tube lip, a broken belt clip slot and a stripped battery cap coin slot.